Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had the main arm cannot communicate with the motor arm alarm and hal software error detected alarm. Customer reported they were able to clear the alarm. Customer reported that they did not receive request to rewind insulin pump. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.